Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and exhibited loss of capture in all vectors. A revision procedure was performed and this lv lead was extracted and replaced. The lead was discarded and will not be returned. No additional adverse patient effects were reported.